Event description:
It was reported that a 25mm epic stented porcine heart valve w/flexfit system was implanted in (B)(6) 2018 for a double valve replacement. On (B)(6), 2021 a transthoracic echocardiogram (tte) revealed severe mitral valve regurgitation and leaflet prolapse. The patient has no history of infective endocarditis or other infections since the valve replacement. It was reported that the patient came to the hospital for reexamination due to heart palpitation and asthma. Due to the limited economic situation of the patient, there was no plan for the second operation; the patient's vital signs were stable at present, and the surgeon instructed the patient to go home for more rest and less physical activity, and reexamination was performed after three months. There are currently no other serious complications reported. No intervention was done and no additional information was provided.

Manufacturer narrative:
Additional information sections: b5, h1, h2, h6, h10 an event of severe mitral valve regurgitation and leaflet prolapse were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that a 25mm epic stented porcine heart valve w/flexfit system was implanted in 2018 as part of a double valve replacement. On (B)(6) 2021 a transthoracic echocardiogram (tte) revealed severe mitral valve regurgitation and leaflet prolapse. The patient has no history of infective endocarditis or other infections since the valve replacement. It was reported that the patient came to the hospital for reexamination due to heart palpitation and asthma. Due to the limited economic situation of the patient, there was no plan for the second operation; the patient's vital signs were stable at present, and the surgeon instructed the patient to go home for more rest and less physical activity, and reexamination was performed after three months. There are currently no other serious complications reported. No intervention was done and no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.